Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The patient was admitted in the hospital for symptoms of drowsiness. The medication was removed from the pump.